Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for essential tremor and movement disorder. It was reported the patient was having trouble adjusting stimulation using the instructions in the book. The patient started out seeing on and ok on the patient programmer screen. They saw 2.60 on the right side and they wanted to increase to 2.70. Troubleshooting was performed and resolved the reported issue. It was also reported that the patient was hurting at the ins site from a seat belt. The seatbelt was causing pressure against the ins. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the information wasn't reported to the hcp. The patient had reported that patient was learning from the book how to adjust stimulation. The seat belt pressure against the stimulator in their chest had pressure and hurt. There were no further complications reported.